Event description:
The pt was found to be in a hypoglycemic seizure by mother. The mother tested his blood sugar on the suspect device and it was 94 mg/dl. She attempted to feed him but the child stopped breathing. The father started artificial breathing and the paramedics were called. The mother tested again on suspect device and blood glucose reading was 104 mg/dl. He was transported to the hosp where the lab blood glucose was 48 mg/dl. He was admitted to the hosp.